Event description:
Pt reported obtaining back-to-back blood glucose results of 297 mg/dl and 93 mg/dl, while using the suspect device. Pt did not indicate if therapy was modified based on these results. No pt injury was reported. Pt did not state if quality control testing was performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.